Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor smooth round moderate profile 300cc saline breast implant, catalog number 3501645, lot number 6857525. Manufacturer¿s reference number: (B)(4). Initial reporter phone number: (B)(6). Product complaint # ==> (B)(4). 02-6954-1988

Event description:
"It was reported that a (B)(6) patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed by ultrasonography. As a result, patient underwent bilateral removal and replacement with catalog number 3501635, lot number 7475340 on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 11/02/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/02/2018, additional information indicated that the serial number of the suspected device is (B)(4), and the replacement device serial number is (B)(4). Date of event is on (B)(6) 2018. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view that extended to the anterior view, measuring 15.5 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).